Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient reported her right breast implant was ruptured. A consultation with a medical professional and magnetic resonance imaging has been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 07, 2022, mentor was informed the patient underwent a breast reconstruction revision surgery to implant the suspect medical device. Additionally, an updated event date was provided. The appropriate field has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 25, 2022, mentor received additional information. The patient reported that her implantation date was approximately 2002. As such, the implantation date was updated to (B)(6) 2002. Manufacturer¿s reference number: (B)(4).